Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. If we get new information about this complaint, a follow up report will create.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in australia): device alarm failed to engage

Manufacturer narrative:
Exemption number e2016018. (B)(4). Result of examination: the history files were read out and analyzed. Based on the history log files some pressure alarms could be detected between 5th of april and 1st of may the sample was subjected to a visual and functional examination. During the visual inspection some residues of liquid were found. The seal on the lower housing was missing , but all caps on the screw pillar were available and undamaged. During the investigation of the drive head it could detected, that all cover caps were damaged. A self test was performed and a delivery mode was started, but a pre-alarm for an empty syringe didn't occurred. The infusion stopped for a pressure alarm, because the syringe was empty. A calibration was taken, but these could not be finished with a positive result.. The device was disassembled for an inside investigation. The fixing sticker for the axial sensor was found between spindle and tube from the drive head. This issue happened during a false assembling from a new spare part (exchange mainboard). After remove the sticker the pump was reassembled and calibrated. After successfully calibration the syringe alarms were checked. The fault did not more occurred. The complaint could not be confirmed. The incident happened by wrong handling of the customer, at an exchange from the motherboard during assembling the device.